Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the last 3-4 days, the implant was 100% charged but they couldn't feel that it's working and they were not getting any pain relief. Pt mentioned they usually charge the implant every 3rd day and they always turn the therapy on but now, the therapy is off every morning when they charged the implant to 100%. Pt mentioned that today is the worst day and they were in pain. During the call, patient tried to charge the implant again and the implant was still showing 100% with excellent connection. Agent had pt close all apps, turn off the recharger, turn on the communicator and connect to mystim app. Pt confirmed the therapy was on and they were on group c (base 2.3, prime 2.2). Pt tried to increase the intensity, but they were still not feeling any stimulation. Pt tried to use other groups (a and b) but still didn't work. Agent redirected pt to their manufacturer representative (rep) and healthcare provider (hcp) to further address the issue.